Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified forearm vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.